Event description:
Ecp treatment initiated using cellex instrument via patient's triple lumen central line. Noted large amounts of air bubbles in collect line. Checked connections, switched lumens, positioned patient on l (left) side; still noting air w/ "air detected" alarms & "#18 system pressure" alarms x3 at whole blood processed 263ml, 350ml, 442ml. Called to confer w/therakos engineer; ended ecp tx & returned all blood products to patient due to likelihood of continued system pressure alarms due to air collecting in centrifuge bowl. Patient tolerated this well. Vital signs remained stable & patient willing to stay to have new kit reprimed & reattempt ecp; this was done successfully. Note: patient has previously had air in line during ecp txs w/ decrease in difficulty if lying on left side. During first tx attempt connections were checked, line was observed for leaks (none found), and switched lumens to try to decrease air in line w/out success. During second attempt patient was positioned on l (left) side before starting to collect; during this 2nd tx no aberrant air was noted in lines & ecp was successfully performed. Patient tolerated well.